Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) formed a clot on the helix which resulted in poor sensing and capture. A different lp was used to complete the procedure. There were no patient consequences.